Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump was harder to press and multiple time to respond. Customers blood glucose value at the time of incident was unknown. Customer also stated that insulin pump had failed battery test, battery cap was chewed up, backlight was dimmer and rewinds slower. Customer also stated that insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.